Event description:
It was reported that the patient experienced a change in therapeutic effect. The patient had a severe increase in back pain, which had come on gradually one month prior to this report. A catheter kink occurred. The patient thought that the pump had run out of drug, but the pump was recently refilled and the patient was still not experiencing relief. The device system was used to deliver morphine. Additional information, including planned or performed diagnostics, troubleshooting and interventions, and patient outcome, was not reported. Additional follow-up to obtain this information is being conducted.

Event description:
It was reported that the patient experienced a change in therapeutic effect. The patient had a severe increase in back pain, which had come on gradually one month prior to this report. A catheter kink occurred. The device system was used to deliver morphine. Additional information, including planned or performed diagnostics, troubleshooting and interventions, and patient outcome, was not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).